Event description:
Customer states that false negative results were obtained on a pt urine sample using the icon 25 hcg test. Follow-up serum beta hcg quantification was positive (163 miu/ml). There was no serious injury related to this event and no treatmemnt was initiated or withheld based on the false negative result. Beckman coulter and the vendor (acon) could not duplicate the false low result. A false low hcg could be used to rule out pregnancy, and treatment or other diagnostic procedures could be based on the false negative result. If the ptt were actually pregnant, some of these procedures, i.e. X-rays, could potentially contribute to a serious injury to the fetus.